Manufacturer narrative:
The device was returned to zoll medical canada's service department and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing ECG stress testing without duplicating the report. Visual inspection of the multifunction cable receptacle observed signs consistent with fretting. The defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.